Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient¿s unit stopped working and everything was charged, but nothing was working. This was clarified to mean that he was no longer feeling stimulation and his pain came back with a vengeance. This had happened on (B)(6) 2017. The patient was able to sync with the patient programmer and saw ¿low ins battery¿ and the ¿charge neurostimulator battery¿ screen. The patient reported that he slept with the charger on the implant overnight, but the implantable neurostimulator battery was showing it was low. The patient was able to start a recharging session and was getting 6 coupling boxes. It was reviewed that the patient should charge to ¼ full and then turn stimulation on. The patient mentioned dissatisfaction with how long it takes to recharge his implant and how frequently he needs to do so. The patient said that it takes 8 hours to charge it completely. This had been occurring since implant. The patient is able to charge and has already had tests to determine if his recharging frequency is normal. No further complications were reported or anticipated. Additional information was received from a consumer. The patient met with a manufacturer representative (rep) on (B)(6) 2017. The rep changed the program to group d and the group worked a little bit on (B)(6), but it did not work over the weekend and the patient was in a lot of pain and had to have a heavy dosage of pain meds. The patient tried to go back to group b, but said it defaulted to group d and they could not change it to group b. The patient used their patient programmer (pp) and the patient was surprised it showed they were on group c and the stimulator was off. The patient turned the stimulation on and changed it to group b, but the patient only felt stimulation on the right leg on group b. The patient did not feel stim in the left leg or back and group b used to cover the back and both legs. The patient tried increasing stimulation, but it still was only felt in the right leg. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-aug-07. The patient stated that their spine stimulator was fine turned. When asked if the patient not feeling stimulation in their left leg and back was resolved they replied ¿somehow...a little¿. No further complications were reported/are anticipated.